Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that immediately after starting to use the product, the customer noticed air was leaking from the cuff. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One portex endotracheal tube sacett from p/n 100/189/080 l/n 3783878 was received in used condition without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination; no discrepancies were observed. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out between valve and pilot balloon. The reported issue was able to be duplicated. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The most probable causes of the issue were; solvent missing between the pilot balloon and valve and a lack of detection by production personnel.